Manufacturer narrative:
Date of implant is unknown but implantation surgery happened in year 2016. This product is not approved for sale in us but a similar product with catalog #75445540 and 510k# k042025 is approved for sale in us. (B)(4) (revision surgery, non -union). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent "tes" surgery at th11(2 above 2 below). Post-op patient had lower back pain due to rods and screw breakage. Due to this a revision surgery was performed to replace the rods and screws. The patient had also developed instability and bone union was not achieved. The broken screw was removed and 6.5 mm screw was placed instead. Screw was added for fixation at caudal.